Event description:
Consumer complaint of about high blood results. Customer normal results are 86-90 mg/dl. Last 5 results in memory are 164 mg/dl, 164 mg/dl, 160 mg/dl, and 85 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (164) and the lowest normal result (86) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 86-90mg/dl. Last 5 results in memory are 164mg/dl, 164mg/dl, 142mg/dl, 160mg/dl, and 85mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (164) and the lowest normal result (86) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.